Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient did not like the refraction. The iol was exchanged for the same lens model, but one diopter less power three weeks following the initial implant procedure. Additional information has been requested.